Manufacturer narrative:
On february 10, 2016, additional information was received. The implanting surgeon's office staff indicated that the patient's surgery was performed on (B)(6) 2011 and that cormatrix ecm was not used during the surgery. Therefore, cormatrix ecm was not involved in the reported event.

Manufacturer narrative:
No sample is available for evaluation. No additional patient specific information is currently available. The product was implanted 3 years prior by a different surgeon in a different state than the attending physician. Multiple attempts have been made to contact the implanting surgeon for additional patient and procedure information. The exact location of the patched area is unknown. The attending physician could not determine whether the event was related to the patched area, a suture pull-out, or an issue with the native artery. It is unknown which side (left or right carotid) the original implant procedure was performed. Based on current information, it cannot be conclusively determined if cormatrix ecm is related to the reported event.

Event description:
On (B)(6) 2015, cormatrix cardiovascular became aware of an event possibly involving the use of cormatrix ecm for carotid repair. Details are provided below. It was reported that 3 years following a carotid endarterectomy patch angioplasty, a female patient presented with a large carotid pseudoaneurysm. The pseudoaneurysm was described as partially thrombotic and the source location was near the origin of the left internal carotid artery. The exact location of the patched area is unknown. The attending physician could not determine whether the event was related to the patched area, a suture pull-out, or an issue with the native artery. The attending physician indicated that he would be placing a coated stent percutaneously to allow it to occlude. Product and lot information are not currently available.